Event description:
Customer reported a chemotherapy secondary gravity infusion flowed into primary set. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Internal file no: (B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's report of fluid from secondary line ran into primary line. The customer stated the set has been discarded and is not available for failure investigation.